Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus didn't work. Analysis indicated that the programmer stylus did not align with the cursor. The bezel shield assembly was replaced and stylus recalibrated. It was also indicated that the hard drive health was ninety-nine percent and therefore the hard drive was replaced as a preventative. It was also indicated that the latch tab on the power cord bay, the upper hinge plate, and the media bay door latch were broken and therefore replaced. It was also indicated that the system fan was noisy and therefore replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported the programmer pen doesn't work. Multiple pens were tried. Calibration was done multiple times and now pen won't move cursor to the right side of the screen. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.